Manufacturer narrative:
Other, other text: customer reported that the alarm stated that disposable pump would not run issue during the investigation. Tamper seals were all intact. Customer problem was not duplicated in the pump. Performed visual inspection of the pump, and nda testing. Unable to determine what caused the problem. Replaced downstream sensor and upstream sensor as a preventive measure.

Event description:
It was reported that device alarm stated that the disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the alarm stated that disposable pump would not run issue during the investigation. Tamper seals were all intact. Customer problem was not duplicated in the pump. Performed visual inspection of the pump, and nda testing. Unable to determine what caused the problem. Replaced downstream sensor and upstream sensor as a preventive measure.

Event description:
It was reported that device alarm stated that the disposable pump won't run. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable pump won't run alarm. No adverse effects were reported.